Event description:
Ems personnel were attending to a pt in cardiac arrest. An attempt was made at externally pacing and allegedly the device continously indicated leads off and would not pace. All cable/electrodes were checked and the operator reportedly was unable to discern a reason for the message. The pt progressed to pea. The pt was not resuscitated. No other event info was provided.